Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/07/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: (B)(6). Gender/sex: male. Additional information provided indicated that there was no incision enlargement, no vitrectomy, and no capsule tear in order to remove the lens. The replacement lens was a non amo lens (18.5 diopter). It was reported that the patient was in good condition when he was discharged. If implanted, give date: (B)(6) 2016. Initial reporter last name: doctor (B)(6). Health care professional: yes occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted as patient complained of glare. The lens was changed with a standard lens. No further information has been provided.